Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2020-22816. It was reported during routine device replacement procedure on (B)(6) 2020, insulation damage due to clavicle crush was observed on the right ventricular (rv) lead. The lead was capped, and the new rv lead could not be implanted. No replacement lead was implanted due to the patient¿s vascular condition. The patient was in good condition.